Event description:
It was reported that the doctor found cuff leakage when using it on the patient. It was changed to a new one.

Manufacturer narrative:
Qn# (B)(4). The actual sample was received for observation. The product complaint received with lma supreme size 4. Lot number cannot be verified due to no pouch provided. A leak test was performed on the sample and there was no presence of bubble identified on the cuff and joint area. The lot number is identified as unknown. There was no problem found on the sample. Based on the complaint description, the complaint related to cuff leakage when using it on the patient. Visual inspection on joint area no abnormality found. Leak test was performed on the sample and no bubbles or no leak at the cuff and joint area. In conclusion, the root cause of the failure was identified as no problem found on the sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage when using it on the patient. It was changed to a new one.